Event description:
It was reported that on (B)(6) 2013, a 3.5x28mm xience xpedition was successfully implanted in the proximal circumflex coronary artery. On (B)(6) 2014, approximately 8 months post stent implantation, the patient was hospitalized. On (B)(6) 2014, target vessel revascularization was performed, distal to the target lesion and resolving the event. There was no additional information performed.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of restenosis, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.